Manufacturer narrative:
Device not yet returned to manufacturer.

Event description:
Consumer reports toothbrush head breakage during use resulting. This is being reported as a potential choking hazard.